Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter complained of a discrepant inr result with coaguchek pro meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 1.3 inr and within an hour the laboratory result was 1.8 inr. The patients therapeutic range and information was not provided. There was no allegation that an adverse event occurred. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.